Event description:
It was reported the pt (B)(6) suddenly lost stimulation. A diagnostic test revealed invalid impedance measurements for all lead contacts. An x-ray was also taken for further interrogation; however, the results were not disclosed. The pt denies any traumatic events which may have attributed to this occurrence. Surgical intervention was undertaken to address this matter. The pt's entire therapy system was explanted at this request due to lack of efficacy.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.